Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. It was also reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer¿s blood glucose level ranged between 140-150 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.